Event description:
The 2.5 x28 stent did not cross the target lesion. There were no pt injury. Upon receipt of the product, the stent was missing. Additional info is not available.

Manufacturer narrative:
This product is available for testing and evaluation, but the engineering report is not available as of this writing. Additional info rec'd will be submitted within 30 days upon receipt.